Event description:
It was reported the colonovideoscope had an e315 incompatible scope error while being used with a video system center. The issue occurred during preparation for use prior to an enteroscopy. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing and it was found that the device was out of specification. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that conduction abnormality occurred due to flooding inside the scope connector and damage to the base, but it could not be identified. Olympus will continue to monitor field performance for this device.